Manufacturer narrative:
The insulin pump was received with a cracked display window corner, a cracked reservoir tube window, a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
The customer reported that she was hospitalized three times and was unsure whether this was related to her insulin pump. The customer stated she was hospitalized all three times for sepsis, due to e. Coli bacteria. The customer's blood glucose was not known for any of these events and she was wearing the insulin pump at the time of each hospitalization. For the hospitalization that occurred on (B)(6) 2014, her symptoms included low blood pressure, dehydration and nausea and she was discharged with no understanding of why she had sepsis. The customer stated she had high blood glucose between the hospitalizations. The customer was hospitalized on (B)(6), 2014 with symptoms of low blood pressure and nausea. She was discharged with medications and was advised to have follow-up testing done. For the (B)(6) 2014 hospitalization, the customer's symptoms were low blood pressure and nausea. She was discharged and advised to follow up.